Event description:
The customer reported that erratic, direct high-density lipoprotein cholesterol (hdld), magnesium (mg), cholesterol (chol) and glucose (glu) results for multiple patient samples were generated on a unicel dxc 600 synchron system over a two-day timeframe. This is report one of two, representing patient results generated on day one of the event. The customer indicated that approximately four or five erroneous results were generated over a two day period. Actual results data was not provided by the customer and it is unknown as to what test results were regarded as erroneous or the dates these alleged erroneous results were generated. The erroneous results were reported out of the laboratory, however the customer has indicated that there were no deaths, serious injuries or modifications to patient treatment associated with these reported results. Amended reports were generated. The customer indicated that in one instance (associated with a cholesterol result) the doctor questioned the result. The initial result was repeated and a different result was generated that was considered correct and valid. Instrument glucose, cholesterol, tobramycin, and transferrin calibration failures occurred during the time period of event. No specific patient information, sample handling or preparation information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced a leaking t-valve and cleaned the reaction wheel trough. The fse also removed and cleaned the exterior of 125 cuvettes. The fse replaced the chemistry sample probe and reagent b probe. The fse performed proactive preventive maintenance activities and calibrated the glucose, magnesium, hdld, cholesterol, and triglyceride assays. The fse executed a 20 cup precision assessment which generated acceptable results. The repair was verified per established procedures. Although the instrument was repaired prior to returning it into service, a definitive root cause has not been determined for this event to date. Associated mdrs for this event are: 2050012-2011-03085, 2050012-2011-03071, 2050012-2011-03137.